Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application does not give an audible alert. No medical intervention was reported. Additional event or patient information is not available.